Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age was not provided by reporter. Patient weight is (B)(6). Additional device product codes are gff, gfa and hsz. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record (DHR) review was performed for the subject device. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm drill bit/qc/gold 180mm non-sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There were 4 parts scrapped at the tin coating operation for a finish anomaly and the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal tibial osteotomy, the tip of a drill bit broke off and remained in the patient. The surgeon used an alternate drill bit to continue with the surgery. There was no delay to surgery and there was no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This event was both an adverse which required intervention and a product malfunction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.